Event description:
The customer reported that while the iabp was in use on a pt, the iabp inflated the iab four times and then stopped working. Customer stated that there were no alarms at the time of the event and that they use maquet iab's. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative was unable to duplicate the reported problem. He ran the iabp with a test balloon, as well as testing the autofill, ECG leads and auto/standby functions. The company representative found no alarms indicated on the unit diagnostics. He ran the iabp a long period of time without experiencing any problems. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).